Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dc extension cable wasn't receiving energy when plugged into power supply. Switched out cable and hemopro device worked. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. No visual defects were observed. An electrical evaluation was performed. The returned cable was connected to the reference power supply and a reference hemopro. To test the ability of the extension wire to deliver energy, a pre-cautery test was conducted per the instruction for use (IFU). The reference hemopro tool passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The cable was evaluated for electrical continuity using a multimeter. The connection between plug 1 - din 3, plug 2 - din 1 and plug 3 - din 5 were evaluated. Continuity was confirmed at all the connections. Based on the results of the evaluation the reported complaint was not confirmed for the reported failure mode "failure to deliver energy".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dc extension cable wasn't receiving energy when plugged into power supply. Switched out cable and hemopro device worked. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dc extension cable wasn't receiving energy when plugged into power supply. Switched out cable and hemopro device worked. There was no patient involvement.